Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a partial tip detachment occurred. A left atrial appendage closure (laac) procedure was performed. A 24mm watchman closure device & delivery system was inserted into the watchman access system. The watchman closure device was deployed; however, the physician decided to perform a full recapture. The watchman closure device was fully contained in the watchman access system; however, it was noticed that the tip of the watchman access system was torn. The physician decided to use a second watchman access system to deploy a second watchman closure device successfully. There were no patient complications reported and the patient is fine post procedure.